Event description:
Report number (B)(4) was received from (B)(4) stating a pt had stopped breathing and heart stopped within 15 minutes of the initial hemodialysis treatment beginning. The pt was revived and hemodialysis was stopped for the day. There is no sample available for evaluation.

Manufacturer narrative:
Multiple attempts have been made to obtain medical records from the inpatient user facility and have not been received to date. If more records become available, a follow up report will be submitted. There is no sample available for evaluation.